Event description:
Patient had an intraventricular catheter placed by md for subarachnoid hemorrhage following a coiling of the patient's aneurysm. Nine days later, the catheter was noted to be leaking csf from the plastic end-piece that connects the catheter to the external drainage system. There was a tiny crack visible in the plastic on the catheter end.